Event description:
Graft implanted in april 1996 for an above-knee femoro-popliteal bypass. No november 1996, the graft thrombosed and was successfully thrombectomized. On march 3, 1997, the graft was explanted due to an anastomotic pseudoaneurysm and a thrombosis.